Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. It was reported that a follow up CT scan observed a proximal type I endoleak. An intervention was performed and an endurant ii cuff in conjunction with aptus endoanchors were implanted, resolving the event. Per the physician, the cause of the event was due to the patient's anatomy; aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.